Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced dual arrhythmias. The patient had been in the hospital for an unknown procedure and this took place post procedure. Boston scientific technical services (ts) reviewed the episodes and noted the dual arrhythmia was atrial tachycardia and ventricular tachycardia. Anti-tachycardia pacing was delivered to the patient which accelerated the rhythm to ventricular fibrillation. A shock was delivered which successfully terminated the rhythm. The device remains in service. No adverse patient effects were reported.